Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation of the device, oversensing due to possible electromagnetic interference (emi) was noted on the right ventricular lead. The oversensing was not reproducible via isometric movement. The only source of possible emi is that the patient sleeps with an electric blanket. The physician decided to continue to monitor the patient. There were no patient consequences.